Event description:
It was reported that their st holster is making a grinding noise when they initialize the probe. There was no pt consequence reported. Case was completed during the holster.

Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.